Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device looks like it perforated through the tube'), device dislocation ('essure device in the abdomen'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage') and abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida, multigravida, multiparous, ectopic pregnancy, salpingectomy, depression, hypertension, diabetes mellitus, d & c and vaginal bleeding. Previously administered products included for an unreported indication: nexplanon placement. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: impression: 1. Non-occlusion of the left fallopian tube with contrast seen within the proximal tube but no peritoneal spillage. The essure device appears malpositioned or fragmented. 2. Non-patency of the right fallopian tube with no spillage of contrast into the peritoneal cavity indicating adequate position and function of the right essure micro insert.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, device dislocation lot number: b21581 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device looks like it perforated through the tube'), device dislocation ('essure device in the abdomen'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage') and abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, multigravida, parity 4, ectopic pregnancy, salpingectomy, depression, hypertension, diabetes mellitus, d & c and vaginal bleeding. Previously administered products included for an unreported indication: nexplanon placement. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: impression: non-occlusion of the left fallopian tube with contrast seen within the proximal tube but no peritoneal spillage. The essure device appears malpositioned or fragmented. Non-patency of the right fallopian tube with no spillage of contrast into the peritoneal cavity indicating adequate position and function of the right essure micro insert.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, lab data, lot number and expiration date, events: left essure device looks like it perforated through the tube and essure device in the abdomen were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.